Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a hemostasis procedure performed on (B)(6) 2016 to treat an active duodenal bleed. According to the complainant, during the procedure, the injection gold probe¿ failed to transmit current. Despite the nurses' attempts in plugging and unplugging the erbe machine and checking the cables and its connection, the device still failed to transmit current. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.